Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s bladder symptoms had returned in the past 3 to 4 months from the day of the report. The patient also had fallen within the last 6 months prior to the day of the report. The patient was implanted for gastrointestinal /pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.